Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. Boston scientific technical services reviewed data from the system and discussed potential troubleshooting and monitoring recommendations. The physician has elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. Boston scientific technical services reviewed data from the system and discussed potential troubleshooting and monitoring recommendations. The physician has elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited continued high out-of-range shock impedance measurements greater than 125 ohms. Shock impedance measurements had gradually increased and decreased over the last year. Synch shocks were anticipated as intervention, but not yet performed at this time. This ICD system remains in service.